Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that her device isn't working. Patient said that there has been a lot of urine and bowels coming out of her. Patient mentioned she still has a lot of urine and her device is not working. Additional information was received from the patient. The patient stated that the stimulation is shocking her and is too high. The patient stated the implant is irritating her and the stimulation is too high at 3.5 volts. The patient tried troubleshooting but the issue has not been resolved. No further complications were reported.